Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on 8mm prograsp forceps instrument was fraying and a piece of cable broke off. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed the event date when a frayed cable was observed on 8mm prograsp forceps instrument. The issue was identified during the procedure. The detached / broken piece of frayed cable was noted when instrument was on the sterile back table. The instrument was shipped to isi for evaluation. Photographic image(s) an/or video recording of procedure was not available for review. Patient information cannot be released by the site.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.